Event description:
It was reported that the lead exhibited no capture at any output. The physician requested that the lead be turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.